Manufacturer narrative:
The manufacturer was able to verify the reported problems. Visual inspection revealed that the power flex circuit lemo connector jp4, pins 2 and 4, were burned. The power flex circuit was replaced to correct the reported problems. During the extended bench testing, the ventilator alarmed for ¿hardware fault 18" and "hardware fault 20¿ alarm conditions. Bench testing revealed that the pc10 ultra capacitor located on the hybrid board had malfunctioned and is out of spec. The hybrid board was replaced to correct the alarm conditions that were found during service.

Event description:
It was reported that the ventilator alarmed for a tbatt error when it was plugged in. The ventilator did not power off by itself when the reported problem occurred. The ventilator's internal battery was also not charging. The ventilator was not connected to a patient when the reported problems occurred.